Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was determined not to be zimmer biomet warsaw product. The initial report should be voided.

Manufacturer narrative:
(B)(6. )initial implant date was on an unknown date in 2001. The customer has indicated that the product will not be returned, as the devices were discarded. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that the patient underwent a left total shoulder revision due to rotator cuff arthropathy approximately sixteen (16) years post-implantation. All components were removed and replaced with reverse shoulder components. Attempts have been made and additional information on the reported event is unavailable.